Manufacturer narrative:
(B)(4). Title: feasibility of endo gia reinforced reload with tri-staple technology for delta-shaped anastomosis source: department of surgery, kurashiki central hospital, miwa 1-1-1, 710-8602, kurashiki city, okayama, japan date published: received 7 march 2017; received in revised form 3 april 2017; accepted 12 april 2017 available online 8 july 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, a retrospective analysis of 40 patients who underwent totally laparoscopic distal gastrectomy with double stapled anastomosis with reinforced device (group a) and 90 patients who underwent the same procedure with another device (group b) for clinical gastric cancer. Operation time, intraoperative blood loss, hospital length of stay, reconstruction time, and complications were compared. Double stapled anastomosis using the device can prevent minor postoperative anastomosis leakage. Based on the findings and experience, they recommended double anastomosis with reinforced device after laparoscopic distal gastrectomy for gastric cancer as an effective procedure with good short-term outcomes. There were no patients required conversion to open surgery, and no patients died. Bleeding from the v-shaped anastomosis line requiring treatment occurred in 11 patients in group b but did not occur in group a one patient required banding for hemostasis. There were no patients developed postoperative fever as a symptom of device¿s infection. The study, anastomosis-related complications were observed in only 2.3% of patients.